Event description:
It is reported that the devices were implanted in 2001, and revised in 2007, due to disassembly of both ulnar and humeral components.

Manufacturer narrative:
Other devices used: catalog #32810500400 conrad/morrey total elbow humeral assembly beaded small 4.0 in. Humeral stem length, lot# 72305600. Evaluation summary: the reason for the revision cannot be determined. The exact cause analysis cannot be determined with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.